Manufacturer narrative:
The pump and the driveline cable were not returned for evaluation. Review of the manufacturing documentation could not be performed since the device serial number is unknown. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on historical review of similar events, the reported event may be attributed to improper handling. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s pump experienced driveline damage while opening chest for aortic valve replacement. The pump was exchanged. No patient complications have been reported as a result of this event.